Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. In addition, the programmer reflected a communication error. The patient stated she was last able to recharge approximately two months ago and has been without stimulation for a couple of weeks. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy resumed following the procedure.